Manufacturer narrative:
Per report, the patient was stable at the end of procedure. The device was not returned for evaluation. No imagery was returned for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of applicable content revealed that the labeling, IFU and training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the balloon ruptured on deployment while valve was fully expanded. The patient had a calcified stj of 25mm'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the complaint description, 'when attempting to remove the ds the balloon became stuck at tip of esheath.' It was not possible to remove it through the esheath. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. In this case, the reported cutdown vascular injury was performed to remove the devices due to withdrawal difficulties. Available information suggests device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation of this event is ongoing. The device is not being returned.

Event description:
As reported by the edwards lifesciences field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured on deployment while valve was fully expanded. The patient had a calcified sinotubular junction (stj) with diameter of 25mm. When attempting to remove the delivery system, the balloon became stuck at tip of esheath. Multiple attempts were made to remove safely but were unsuccessful. The devices were surgically removed.